Event description:
Permanent cautery spatula's joint began to emit smoke when activated (cautery) during procedure. Defective instrument removed from field and replaced. Joint of removed spatula showed darkened area, no visible broken or frayed wires. No apparent injury to pt related to defective instrument. Reason for use: robotically assisted hysterectomy. Event abated after use: yes.